Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2017, that the lvad system was producing elevated power readings over the prior day. The patient had been off heparin over the last several days due to decreased hemoglobin and hematocrit (h/h). Lactate dehydrogenase (ldh) remained within normal limits. There were no alarms reported for this event. On (B)(6) 2017, it was reported that no further tests had been performed. Lvad powers continued to be elevated. It was then reported that the patient experienced elevated ldh and a heparin infusion was initiated. The patient will remain in the hospital for close monitoring of h/h and inotropic support. No additional information was provided.

Event description:
It was reported that the patient had hypertension, diabetes mellitus (insulin requiring), dilated cardiomyopathy diagnosed in 2000 and chronic systolic heart failure with reduced left ventricular ejection fraction, implantable cardioverter-defibrillator (ICD) implantation in 2011, chronic obstructive pulmonary disease (copd) on 3 l home oxygen, obstructive sleep apnea on chronic obstructive pulmonary disease (copd), obesity, and recently diagnosed renal cell carcinoma. The patient underwent an lvad implantation on (B)(6) 2017. The patient¿s course was notable for right heart failure and renal failure requiring hemodialysis. The patient had recurrent cardiac tamponades and mediastinal bleeds (5 surgical explorations: (B)(6) 2017), thus, off anticoagulation. The patient was critically ill in the intensive care unit (ICU). Patient was placed on comfort care. On (B)(6) 2017, lvad support was withdrawn and patient expired.

Manufacturer narrative:
An evaluation of the submitted system controller log files confirmed the reported elevations in pump power and estimated flow; however, a potential cause could not be conclusively determined through this evaluation. Additionally, a correlation between the device and the reported renal failure and bleeding could not be determined. Review of the submitted log files showed transient elevations in pump power corresponding to an elevation in estimated flow, between (B)(6)2017, with additional elevations captured on (B)(6) 2017 and (B)(6) 2018. Despite these events, no atypical alarms were captured and the system showed normal device operation above the low speed limit for the duration of the log files. Bleeding and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.